Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device prompted "no shock advise" for a simulated shockable rhythm. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation and performed to specification. The device passed all testing and was able to analyze and deliver shocks appropriately without duplicating the report. The device was recertified and returned to the customer. Review of the device log shows evidence that the user prematurely pressed the shock button. The user did not give the device enough time to analyze the rhythm and advise a shock before pressing the shock button. When an analysis was successfully performed, the device prompted "shock advised" and the user takes 24 seconds to press the shock button and deliver the shock. During the 24 second duration, the device prompted "press flashing shock button", advising the users to deliver the shock. There are no critical errors that would prevent the device from delivering therapy. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for the return of the device. The customer has responded and indicated the device has been quarantined and is pending repair approval. The device will not be returning to zoll at this time.